Manufacturer narrative:
The eli 280 is intended to be a high-performance, 12-lead, multifunctional electrocardiograph. As a resting electrocardiograph, eli 280 simultaneously acquires data from 12 leads. Once the data is acquired, it can be reviewed and/or stored, and/or printed. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. During follow up with the customer it was confirmed that the issue had not reoccurred since the initial reported incident. A meeting was scheduled with the customer where attempts were made to recreate the reported issue but were unsuccessful. There was no problem found with the device. The situation will continue to be monitored and the customer has been asked to inform baxter if any further issues occur. Although there was no problems found with the device during testing and it was considered the incident was likely caused by use error, if the reported incident were to recur, it could lead to serious injury or death. Baxter is reporting this alleged malfunction.

Event description:
The customer reported that when scanning a barcode and taking an exam, the record will be associated with a previous patient. There was no adverse event reported. This incident was captured under hillrom complaint ref (B)(4).

Event description:
The customer reported that when scanning a barcode and taking an exam, the record will be associated with a previous patient. There was no adverse event reported. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The eli 280 is intended to be a high-performance, 12-lead, multifunctional electrocardiograph. As a resting electrocardiograph, eli 280 simultaneously acquires data from 12 leads. Once the data is acquired, it can be reviewed and/or stored, and/or printed. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. During troubleshooting with the customer it was additionally determined that when the "wrong" patient had two orders available in the emr, the cart would have had two open orders for the "wrong" patient. The "wrong" patient was seen first and had an ECG obtained against one of those two orders, which worked correctly. This left one order still unused for that patient. Then, from a different cart the "right" patient had their ECG done when it linked to "wrong" patient info. At this time the cause of the reported issue is undetermined. The investigation is currently on going, any relevant findings will be submitted in a supplemental report.